Manufacturer narrative:
Product was no evaluated due to sample was not returned for investigation. (B)(4).

Event description:
Our wholesaler (B)(4) sells the opsite post-op visible 15x10 cm ctn 20 to (B)(6). Dr. (B)(6) has advised (B)(6) that they have had patients having reactions: blisters and rashes from the opsite post-op visible 15 x10 cm ctn 20.